Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Blood glucose was 400 mg/dl. Customer was treated with intravenous insulin drip. The issue was resolved and customer was discharged the following day with no permanent damage. Reportedly, customer suspected the sensor might be faulty but could not confirm if hospitalization was related to pump or supplies.